Event description:
It was reported that while unloading a patient from the vehicle, the cot dropped a bit but was still able to transport the patient into the hospital without problems. The emts were unaware that there was an injury issue at the time. The emt's did check the cot thoroughly when they put the cot back into the vehicle and it worked satisfactorily. The patient called later inquiring about payment for the injuries. The stretcher was removed from service. The patient injury was an abrasion to the left elbow and wrist. The cot was evaluated by a stryker field service technician who reported that the cot was functioning per specifications and no defect was found.